Manufacturer narrative:
Cypher select product is not distributed in the us: however, it is similar to the us distributed cypher product. This is one of four reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-01416, 9616099-2008-01417, 9616099-2008-01418, and 9616099-2008-01419.

Event description:
The pt is a male with a history of previous pci, hypertension, hyperlipidemia, smoking, and a family history of coronary artery disease was admitted due to unstable angina. This was part two of a staged procedure. Five days prior to this admission, the pt had an angiography that showed diffuse disease in mid circumflex artery (lcx), proximal lcx and distal left main (lma). An attempt was made to revascularization these 2 segments with rotational atherectomy (rotablator), but a severe dissection (type e) was observed in all portions of lcx and extending into the lma. It was decided to treat the lma with a liberte stent. The procedure was stopped at that time with the intent to perform more complete revascularization later on. Five days later, the pt was brought back to the cath lab for the planned add'l treatment. The previously occurring dissection was still observed with the same severity. No heparin, gp iibiiias, or angiomax were administered during the procedure. The pt did receive aspirin and plavix. The lesion in the lcx was described as an 80%, 37 mm, de novo, irregular, heavily calcified, type-c stenosis extending from the proximal through the mid-portion of the vessel. A 2.5 x 13mm cypher stent was positioned in the mid-lcx via direct stenting and was deployed to 15 atms. Then two cypher select plus stents, a 2.5 x 23mm and a 2.75 x 18mm, were positioned in the proximal lcx via direct stenting and were deployed to 18 and 20 atms, respectively. The stents in the lcx were then post-dilated with a 2.5 x 23mm balloon inflated to 8 atms to ensure complete expansion. The lma still had a small area with approx 50% stenosis. A cypher was positioned within the lma via direct stenting and was deployed to 20 atms. This stent was post dilated with a 3.25 x 08mm balloon expanded to 25 atms. Residual stenosis of all stented segments was 0% with timi iii flow. Post-procedure, peak ck was less than 2 times above upper normal level (unl), peak ck-mb was 3 times above unl. Twenty-four hours post-procedure, peak ck was 3 ties above unl, peak ck-mb was greater than 5 times above unl, and troponin was greater than 5 times above unl. This was diagnosed as a lateral wall, non-q-wave myocardial infarction. The event resolved without sequelae and the pt was discharged in stable condition. Post-procedural myocardial infarction (mi) is a known potential complication associated with coronary stenting. Factors that increase the risk for post-procedural mi following pci include pt's comorbid conditions and presentation (acute or stable), procedural manipulations of treatment devices within the coronary arteries (balloon inflation, stent expansion, etc), and recognized and un-recognized intimal damage (dissections, plaque rupture, etc), and/or coronary artery spasm. This pt presented with unstable angina. The target in the lcx was a long, calcified, heavily stenosed lesion. Prior to cypher stent implant, during attempts to perform rotational atherectomy (rotablator), the vessel severely dissected (type e) with the dissection extending into the lma. These factors put the pt at risk for a major cardiac adverse event following stent placement. Four stents were placed from the lma through the mid-lcx. The total stented area was approx 60mm. The cypher stent is indicated for lesions less than 30mm in length. The stents in the lma and the proximal lcx were all expanded well beyond rated burst pressure of the device. The IFU warns not to exceed rated burst pressure. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. In this case, the vessel/lesion characteristics, the severe dissection during rotational atherectomy, and over expansion of the devices within the vessel likely resulted in intimal damage and increased cardiac enzymes. There are multiple pt, vessel, lesion and procedural factors that contributed to the reported event.